Manufacturer narrative:
Continuation of d10: product ID 97745 (serial:(B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported patient fell last week and ever since then they are not able to connect to the implanted neurostimulators to charge. Caller stated the first day they were able to charge up to 30% and today they are getting software problem intellis, 3.0, 243, qf_ port. Agent assisted caller with resetting the controller, after resetting the controller power on and message is cleared and connected to the ins. Controller showed ins 30%, controller 100% charged. Patient services asked caller to inspect the recharger for damage and caller said there is no visible damage to the recharger or controller port. Caller stated they can see the ins has moved in the body and patient can feel the leads in the neck and its causing discomfort since the fall. Caller stated they were able to charge the ins before the fall without any issue. Caller started a charging session and controller showed recharging, reposition recharger, poor quality. Agent reviewed device function and recommend caller consult with hcp ofc for next step. The patient was redirected to their healthcare provider to further address the issue.